Event description:
During the pretesting prior to contact with the patient, probe 3 froze up the entire shaft. Probe was replaced.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.